Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up. During threshold testing, loss of capture was observed. Patient had recently fallen at home. Patient reported feeling ok but had also noticed feeling a little more fatigued recently. The lead was found to have dislodged and was capped. The passive fixation lead was unable to be repositioned, so the physician made the decision to implant a new active fixation lead. Post procedure and one week follow-up, patient was in good spirits and feels better.